Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of proximal pancreaticoduodenectomy, the surgeon started firing the device, however, the surgeon felt the firing stopped halfway. He/she then returned the knife to the initial position and re-tried firing with the original cartridge; however, could not fire the device. It was replaced by new cartridge and the firing was successful. The same handle, shell, and adapter were used to complete the procedure. The surgical time was extended by less than 30 min. There was no patient problem reported.